Event description:
Caller alleged discrepant results with the inratio2 meter compared to point of care (poc) meter and the lab. Patient took her meter to the lab and tested on inratio, unspecified poc meter, and had a lab draw. All tests were taken within minutes. The finger-sticks for inratio and other poc were done on different hands. Results of test are as follows: date: (B)(6) 2012, inratio: 2.6, poc meter: 1.8, lab: 1.7.

Manufacturer narrative:
Investigation pending.